Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure a ngage nitinol stone extractor was tested and found to not open. Another new device was used to complete the procedure. There was no impact to the patient, as this was discovered before patient contact.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to an unknown procedure a ngage nitinol stone extractor was tested and found to not open. Another new device was used to complete the procedure. There was no impact to the patient , as this was discovered before patient contact. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle and the basket formation in the open position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The collet was not tightened down on the cannulated handle. The polyethylene terephthalate tubing [pett] measured 3.4 cm in length. The handle was disassembled during investigation. The support sheath was loose along the basket sheath. Adhesive was visible on the basket sheath. There were no kinks in the basket sheath. The handle was reset and reassembled. A functional test after reassembly determined the handle did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was open and could not be closed. The basket sheath had separated from the orange support sheath, preventing the basket from functioning. Glue residue was observed on the basket sheath, indicating proper assembly during manufacturing. It was also found that the cannulated handle was not held in place by the collet. It is likely the collet knob was manipulated by the user after the basket failed to close, allowing the cannula to pull free from the collet that holds it in place. The cause for the separation of the basket cannula from the support sheath could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.